Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed called to report alarm 41 (low internal flow). A check of the diagnostics and a functional check showed a failed flowmeter.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. The device was evaluated and the reported issue was confirmed due to a faulty flow meter as it was noted that there were low flow alerts but flow was observed through shunts. Flow meter was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that biomed called to report alarm 41 (low internal flow). A check of the diagnostics and a functional check showed a failed flowmeter.